Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing tenderness at her scs ipg pocket site as well as the scs ipg moving within the pocket site after losing a significant amount of weight. It was also reported the pt is experiencing difficulty maintaining communication between her scs ipg and charging system. Additionally, the pt alleges swelling at her scs ipg pocket site (primary care physician and physical therapist); however, as of (B)(6) 2014 no swelling was noted by the surgeon. No course of action to address the issues is planned at this time.